Event description:
It was reported that the patient has a failed construct with a broken rod. The patient underwent a revision surgery, to remove and replace the failed hardware.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.